Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient in cardiac arrest (age & gender unknown), the device took an extended time to charge energy. The clinician was able to successfully charge and administer a shock to the patient. Complainant indicated that there were no adverse effects to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device, multifunction cable, and battery was put through extensive testing without duplicating the report. The returned battery was not the battery used during the event. There was no fault found with the device. The device was recertified and returned to the customer. The x series operator's guide (pn: 9650-002355-01) (rev: g) instructs the user to "always carry at least one fully charged spare battery. If no other source of back-up power is available, two spare batteries are advisable.? Analysis of reports of this type has not identified an increase in trend.